Event description:
It was reported that the patient had back issues and in (B)(6), had surgery for hardware removal. During the surgery the catheter was cut and repaired at the time. There was no patient or therapy issues reported. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: unknown. (B)(4).